Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has gas leakage. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1(initial reporter). It was reported that cardiosave intra- aortic balloon pump (iabp) had gas loss in iab circuit alarm. There was patient involved but no adverse event reported. A getinge fse was dispatched to evaluate the unit. The fse was unable to find leak inside the machine. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.